Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: left-mentor memorygel 600cc silicone breast implant, catalog number: 3506001bc, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel 600cc silicone breast implants which the right side ruptured after implantation. As a result patient underwent bilateral removal and replacement as follow: left replaced with catalog number: 3505751bc, serial number: (B)(4), and right replaced with catalog number: 3505001bc, serial number: (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Device evaluation: during analysis of the sample, it was noticed to be ruptured with evidence of shell abrasion at the edge, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process.all the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).